Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a narrow lesion located in the mid right coronary artery (rca) that was 85% stenosed. A 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was intended to be used for post-dilatation but it was observed during prep that the outer member was missing after the protective sheath was removed. The device was not used in the patient. A new same sized nc trek was advanced to the lesion for post-dilatation and was inflated twice to 12 and 16 atmospheres consecutively. Three attempts were made to deflate the balloon with negative pressure held for approximately 10 seconds, but the balloon would not deflate. Resistance was felt when the inflated balloon was finally removed from the anatomy by removing the guiding catheter and the nc trek together as one unit. It was also reported that there had been resistance removing the protective sheath prior to use. A replacement non-abbott bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.